Event description:
Rptr saw this hosp's advertisement in a magazine. Rptr feels this is a gross deception. Hosp is perpetrating on innocent people. Rptr says that laser surgery is not risk free and it is totally unknown as to its long-term sequela. It is a highly experimental device, and hosp is showing a young woman who is the most unlikely candidate for this operation. Hosp is showing her lying in a hyperextended position on the beach, allegedly the day after surgery, (a highly suspect idea). Hosp is showing a bandaid on her back in the area of t11 which cannot possibly be the site of the percutaneous insertion of laser device. The position of her back would be detremintal to anyone who just had an operation and it is highly incompetent to suggest that someone should have surgery and leave the next day for the beach. Rptr feels that this kind of advertisement gives all drs a bad name. According to rptr results from automated percutaneous discectomies have been demonstrated recently to be as low as 37% success in the journal of spine. Rptr feels that unless hosp intimates in its article that this is an experimental procedure and one in which the majority of orthopedic surgeons do not agree with, then rptr thinks hosp is not being truthful in its advertising.